Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the unit has a speaker inoperative message indicating without audio. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who confirmed the alleged malfunction. The rse provided the customer with a bench repair form. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation reported the speaker neither worked in unit nor did it work with the fixture. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. After the speaker assembly was replaced, the unit returned to working specification. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.